Event description:
During an interventional procedure, the device was in the patient about 1 minute. The physician noticed that it kinked. As the physician attempted to remove and replace the device with another device, the distal segment of the device fell off (5-6cm lenghth). This device fractured/broke in the femoral artery. The physician retrieved the broken segment with a "snare". The patient was reported to suffer no adverse effects from this incident. The physician felt no resistance while removing the device.